Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The 16fr esheath was returned with the introducer inserted and locked, the liner was fully expanded as designed, the distal tip was torn radially along the distal liner edge, the tip opened along axial score line, all score lines were present, the tip was radially torn pass the axial score line, and there were deep scratches observed mid shaft through the distal tip. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as moderate tortuosity and calcification were reported. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral, with right side access, tavr with a 29mm sapien 3 ultra resilia valve, when the 29mm commander delivery system (ds) was being inserted there was minimal resistance during issuance, the vessel was not predilated, the esheath+ had a kink in the nose tip of the catheter, and there was also a distal tip split. The kink was suspected during ds insertion and resolved itself. The sheath was partially removed with the ds in place and the ds was then advanced while the sheath was partially pulled back. The vessel was not predilated. There was moderate tortuosity and calcification with minimal lumen 6.0. The sheath was retracted and subsequent advancement of the ds led to successful crossing of the sheath. Post successful deployment, the esheath and delivery system were removed separately with no difficulties. The patient was stable with successful tavr. There was no vascular injury. There were no bleeding complications that occurred. Preliminary engineering evaluation of the returned esheath+ clarify that the distal tip was torn radially along distal liner edge. There was no distal tip split observed.